Manufacturer narrative:
Insulin pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to broken retainer. Pump also received with severely scratched lcd window.

Event description:
Customer reported that the insulin pump had damage. The customer level was 150 mg/dl. Customer stated that insulin pump was cracked on near where the insulin goes in there was a clear ring. Customer stated that reservoir able to lock in the place when inserted into the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.